Event description:
A customer stated that when customer used excel off brand reagent strips customer's blood sugar results on the elite system would be "all over the place". Examples were am readings of 172 and 160 mg/dl. Later that afternoon customer tested three times within the hour and received results of 15, 50 and 177 mg/dl. While on the phone an evaluation of the system was conducted. Electronic checks were conducted and were satisfactory. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. The customer was satisfied and invited to call the co's 24/7 customer service line if there were any additional questions or comments. The complaint is considered closed for purposes of MDR.